Event description:
It was reported that cardiac arrest and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. Initial measurements of the laa was 20-27mm. A 31mm device was first attempted but upsized to a 35mm device due to compression and uncovered lobe with a leak of greater than 5mm. Three recaptures were needed to get the device seated, lobes covered, and good compression. The final device was approximately 12% (30-31mm) compression all around with a minor leak of 2mm on the posterior shoulder at 135 degrees. The device was anchored well after several tugs. Imaging at 0/135 degrees had a shoulder on the posterior side of less than 1/3 of the device. Imaging at 45/90 degrees had a shoulder that was a bit larger than 1/3 but less than 1/2 of device on the mitral side. The patient was taken to the floor to recover. As the patient was waking up from anesthesia post procedure, she awoke with 10/10 chest pain. Shortly thereafter the patient coded and was found to be having a dissecting esophagus. The patient coded for approximately 10 minutes before being stabilized. Upon obtaining a transthoracic echocardiogram (tte) post code, the 31mm device was found to have embolized into the left ventricle. The patient was taken to the operating room that evening for device explant. The mitral valve also needed repair. The patient has not neurologically recovered after coding. The patient received a tracheotomy, and is currently in hospice in a coma. The physician believes the code was a result of the esophageal dissection. He also believes the embolization may have occurred due to or during the coding procedure. It was further reported that the patient passed away 25 days post procedure from these events.

Manufacturer narrative:
H6: death code added to patient code.

Event description:
It was reported that cardiac arrest and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. Initial measurements of the laa was 20-27mm. A 31mm device was first attempted but upsized to a 35mm device due to compression and uncovered lobe with a leak of greater than 5mm. Three recaptures were needed to get the device seated, lobes covered, and good compression. The final device was approximately 12% (30-31mm) compression all around with a minor leak of 2mm on the posterior shoulder at 135 degrees. The device was anchored well after several tugs. Imaging at 0/135 degrees had a shoulder on the posterior side of less than 1/3 of the device. Imaging at 45/90 degrees had a shoulder that was a bit larger than 1/3 but less than 1/2 of device on the mitral side. The patient was taken to the floor to recover. As the patient was waking up from anesthesia post procedure, she awoke with 10/10 chest pain. Shortly thereafter the patient coded and was found to be having a dissecting esophagus. The patient coded for approximately 10 minutes before being stabilized. Upon obtaining a transthoracic echocardiogram (tte) post code, the 31mm device was found to have embolized into the left ventricle. The patient was taken to the operating room that evening for device explant. The mitral valve also needed repair. The patient has not neurologically recovered after coding. The patient received a tracheotomy, and is currently in hospice in a coma. The physician believes the code was a result of the esophageal dissection. He also believes the embolization may have occurred due to or during the coding procedure. It was further reported that the patient passed away 25 days post procedure from these events. The death was related to traumatic esophageal dissection from the tee, the embolization likely secondary to the chest compressions during the code.

Manufacturer narrative:
H6: death code removed from patient code. H6: mitral insufficiency code added to patient code.

Event description:
It was reported that cardiac arrest and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. Initial measurements of the laa was 20-27mm. A 31mm device was first attempted but upsized to a 35mm device due to compression and uncovered lobe with a leak of greater than 5mm. Three recaptures were needed to get the device seated, lobes covered, and good compression. The final device was approximately 12% (30-31mm) compression all around with a minor leak of 2mm on the posterior shoulder at 135 degrees. The device was anchored well after several tugs. Imaging at 0/135 degrees had a shoulder on the posterior side of less than 1/3 of the device. Imaging at 45/90 degrees had a shoulder that was a bit larger than 1/3 but less than 1/2 of device on the mitral side. The patient was taken to the floor to recover. As the patient was waking up from anesthesia post procedure, she awoke with 10/10 chest pain. Shortly thereafter the patient coded and was found to be having a dissecting esophagus. The patient coded for approximately 10 minutes before being stabilized. Upon obtaining a transthoracic echocardiogram (tte) post code, the 31mm device was found to have embolized into the left ventricle. The patient was taken to the operating room that evening for device explant. The mitral valve also needed repair. The patient has not neurologically recovered after coding. The patient received a tracheotomy, and is currently in hospice in a coma. The physician believes the code was a result of the esophageal dissection. He also believes the embolization may have occurred due to or during the coding procedure.